Event description:
It was reported that a patient presented with no sensing on the right ventricular (rv) lead. Fluoroscopy was performed and revealed rv lead dislodgement. During lead revision, it was noted that the helix would not extend. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and helix mechanism issue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to overtorqued inner coil and helix being clogged with blood/tissue. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies except for procedural damage.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.